Event description:
The pt (B)(6) received two dbs leads from the same lot. It was reported a delayed bleed was discovered the day following the procedure. The intra-cranial hemorrhage was reported to be visible via x-ray down the trajectory of one of the leads. The pt was taken back to surgery in an attempt to resolve the issue. F/u info indicated the pt has lost sensation down one side of his body. The pt is working closely with his physician to determine the next course of action.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.